Event description:
Infusion pump with a failure code 812:02. Although an attempt had been made by baxter to contact the reporting facility, no additional info was available regarding pt age or status, injury, medical intervention or whether the device was on a pt at the time the condition was reported.